Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The door was aligned and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the doors were shut the pendant still read "door open" and would not let them proceed to take scans. The site rebooted the system and the error persisted. Technical services (ts) recommended to try and apply pressure to the sides of the gantry door where it closes as someone pressed the door closed button, but there was no change. It was noted that the docking pins stuck out from underneath the cover more than they should. There was no reported was no impact to patient outcome. Imaging and navigation was aborted. There was a reported delay of less than one hour.